Manufacturer narrative:
The involved device has not been returned for evaluation, however, a company representative was permitted to visually examine the device at the user facility. Examination of the sample did confirm a split in the tubing wall. There is no evidence of a defect in the tubing or a manufacturing related cause for this event. A review of the device history record confirmed that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously for this issue. If the leak did not develop until after approx 28-hours of use on the roller-pump, this further reduces the potential that there was a pre-existing product defect. The device labeling states, "this product is intended for a one time use for periods of up to 6 hours, after which it must be discarded." All available info has been placed on file in quality assurance for tracking, trending, and follow-up.

Event description:
The user facility reported that blood began leaking from the tubing section in the raceway of the roller-pump at the beginning of a case. The product was changed out and the procedure was completed successfully without any further complications. Follow up info indicated that the tubing kit had been set up, primed and left circulating for 4 hours on wednesday and may have been left to circulate at low speeds in the roller-pump until the case was run on thursday. The pt was reported to be stable and there have been no postoperative complications reported to date. The reported blood loss is estimated at 500-cc.